Event description:
Redness and eye discharge (bilateral), photophobia, decrease in visual acuity, saw eye doctor, had infection of conjunctiva and cornea with decreased visual acuity. Fifteen yrs of contacts - never had infection. Frequency: once a day. Route: eye / contact lenses. Dates of use: 2 weeks before infection. Diagnosis: contact lenses. Event abated after use stopped: yes.